Event description:
During acl surgery, the endo-fix bioabsorbable screw broke after it was inserted into the bone tunnel. The surgeon felt the implanted portion would provide adequate fixation. The loose portion was removed by the surgeon. It was reported that no patient injury or procedural complications resulted.